Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had her care withdrawn on (B)(6) 2020 due to worsening cardiogenic shock and acute renal failure.

Manufacturer narrative:
Section b3, g3 correction. Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported acute renal failure, cardiogenic shock, and patient outcome could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files confirmed low flow alarms; however, a cause for the events could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2020 at 6:12:15 pm to (B)(6) 2020 at 6:01:00 pm. The pump was set to a fixed speed of 5400 rpm and the low speed limit was set to 5000 rpm. The log file captured low flow alarms on (B)(6) 2020 and (B)(6) 2020 when the patient¿s flow dropped below the low flow threshold of 2.5 lpm for 10 seconds or longer. The alarms resolved when the flow increased above the low flow threshold. On (B)(6) 2020 starting around 5:39:43 pm the log file recorded numerous low flow alarms when the patient¿s flow dropped to approximately 1.4 lpm to 1.7 lpm until the patient was weaned off support. Shortly after, at 6:01:00 pm on (B)(6) 2020 the pump was turned off and the rest of the log file was consistent with the removal of support. The log files appeared to capture the pump operating as intended. The account reported that the patient had their care withdrawn on (B)(6) 2020 due to worsening cardiogenic shock and acute renal failure. No autopsy was performed, and the pump was not returned for evaluation. The heartmate 3 lvas IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.